Event description:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2022, a sample was collected from the patient. The tech reported that at this lab samples aren't inverted before pipetting the sample into the cartridge. The sample was tested on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Repeat 1: the original sample was stored at room temp for 24 hours and then subsequently stored in a refrigerator prior to additional tests. The original sample was retested on (B)(6) 2022 on xpert xpress cov-2 plus, which resulted in sars cov-2 neg. This was not reported to the doctor. Repeat 2: the original sample was tested on (B)(6) 2022 on xpert xpress cov-2 plus, which resulted in sars cov-2 neg. This was not reported to the doctor. Repeat 3: the original sample was tested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/flu a neg/ flu b neg/ rsv neg. This was not reported to the doctor. Customer is unsure if the patient was symptomatic.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2022, a sample was collected from the patient. The tech reported that at this lab samples aren't inverted before pipetting the sample into the cartridge. The sample was tested on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Repeat 1: the original sample was stored at room temp for 24 hours and then subsequently stored in a refrigerator prior to additional tests. The original sample was retested on (B)(6) 2022 on xpert xpress cov-2 plus, which resulted in sars cov-2 neg. This was not reported to the doctor. Repeat 2: the original sample was tested on (B)(6) 2022 on xpert xpress cov-2 plus, which resulted in sars cov-2 neg. This was not reported to the doctor. Repeat 3: the original sample was tested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/flu a neg/ flu b neg/ rsv neg. This was not reported to the doctor. Customer is unsure if the patient was symptomatic. This is regarding a case whereby the initial positive result is followed by negative results. Review of the data provided shows no product malfunction. The initial result provided a normal curve and a CT value well within the detection range of the test. This might be caused by a pre-analytical issue, either misidentification of the sample or immediate removal of the swab whereby there wasn't an opportunity for the swab to be mixed with the vtm/utm. The likely root cause is inconclusive. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.